Event description:
It is reported that assembly difficulties were encountered with the components of a tornier shoulder prosthesis, such that the central securing screw of the glenosphere would not turn/engage x2 with the baseplate component. Removing the glenosphere on the second time caused pull out of the baseplate and four baseplate screws. Damage to glenoid required bone graft use and conversion of surgical process to a hemi-shoulder approach. The pt is reported in satisfactory and stable condition. The alternate prosthesis implanted is reported to be free of any hardware complications. (B)(4).

Manufacturer narrative:
Tornier device components reported involved are: four units of screws, 1 each, vdv229, vdv232, dwd023, dwd026. Lot numbers not reported. Dates of manufacture and sterilization expiry dates will be provided with device evaluation report.